Event description:
It was reported the pt had felt a surge of stimulation; the stimulation then turned off. The pt was unable to increase the amplitude. The sjm rep met with the pt and determined there were multiple contacts with high impedances. The remaining contacts were unable to provide stimulation to the correct area. An x-ray showed there may be a kink in the lead. It was reported the pt was to be scheduled for surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.